Event description:
The hcp reported that the patient was experiencing "increased spastcity, withdrawal and headache," as well as vomiting. The patient was seen in the emergency room where it was noted that the pump incision was inflamed and red. No infection was reported. The catheter connection at the junction of the pump required revision. During surgery, the pump was explanted and replaced, utilizing the same catheter. The patient was receiving compounded baclofen through the drug delivery system. The patient has shown "marked improvement" in spasticity and alertness since the surgery.